Event description:
Pt was revised to address pain. Surgeon found femoral component loose at both interfaces. Slight poly wear of the tibial insert was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.